Event description:
A customer reported an "error 9" message with the adc device. The customer was therefore unable to obtain glucose results and became dizzy. The customer required treatment of glucose by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. /a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 9" message with the adc device. The customer was therefore unable to obtain glucose results and became dizzy. The customer required treatment of glucose by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) based on the returned product. The reported reader (B)(6) was returned and investigated. A visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test. The reader test passed and did not observe any error messages. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.